Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). Prior to explant a chest x-ray and device interrogation were done. It was noted that the electrode had become dislodged so that the coil was touching the generator. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified a mark indicated an electrical arc took place from a shorted shock. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). Prior to explant a chest x-ray and device interrogation were done. It was noted that the electrode had become dislodged so that the coil was touching the generator. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.